Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a pulmanary vein isolation (pvi) ablation procedure. Reportedly, when the plunger was removed the suture came out completely as the suture did not deploy on the vessel wall, it deployed on the tissue tract. No additional proglide devices were attempted to be pre-placed. The sheath was upsized and the pvi ablation procedure was completed. Hemostasis was achieved via a figure of eight suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.